Event description:
The MFR received info alleging a ventilator's power supply was burnt. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the MFR found physical damage to an internal component of the device's power supply. The MFR found no thermal damage to the power supply. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. The power supply was replaced to address this issue. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.